Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that the device powered on to an all white display and clinical information could not be seen. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was duplicated and attributed to a faulty system interconnection flex cable. The flex cable was replaced to resolve the malfunction. Analysis for reports of this type has not identified an increase in trend.